Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 96% stenosed, 2.5mm x 42mm, eccentric, de novo target lesion was located in the mildly tortuous and severely calcified right coronary artery. Following pre-dilatation with non-bsc balloon catheters, a 2.50 x 48 synergy stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the tip of the stent was deformed. No known patient complications were reported. Synergy ous mr 2.50 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found that on the first distal row, stent struts were lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 96% stenosed, 2.5mm x 42mm, eccentric, de novo target lesion was located in the mildly tortuous and severely calcified right coronary artery. Following pre-dilatation with non-bsc balloon catheters, a 2.50 x 48 synergy stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the tip of the stent was deformed. No known patient complications were reported.